Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured due to overstress. It was noted that the lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector. It was also noted that the distal conductor was distorted, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant, the helix of the lead could not be "whirled" out normally. The lead was not implanted. A new lead was used instead. No patient complications have been reported as a result of this event.